Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: load stapled and cut, knife could not be retracted or removed from tissue. Dr. Sherman stapled around the load to create the pouch. More tissue removed than planned.